Event description:
The patient was undergoing a direct stick coil embolization procedure for a type 2 endoleak using ruby coils. During the procedure, the physician met resistance while advancing a ruby coil through another manufacturer's microcatheter. The physician successfully removed the ruby coil, repositioned the microcatheter, and the procedure successfully continued using additional ruby coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.